Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During a procedure in which the powerwire radiofrequency guidewire kit was used, it was suspected that a tamponade occurred. The physician attempted to cross an occluded superior vena cava (svc) with the powerwire and was successful. Fifteen minutes later, while introducing other wires, sheaths and a balloon into the patient, the patient's status deteriorated and a code was called. The physician believed that a tamponade occurred. Various healthcare professionals were called to assist with the complication. Chest compressions were performed on the patient. The patient regained their pulse and was reported to now be doing fine. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.